Event description:
Customer stated the drill was overheating during testing. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.